Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post routine generator changeout increased pacing impedance, high thresholds, increased sensing integrity counter (sic) count, and noise were observed on the right ventricular (rv) lead. A chest x-ray was completed and it was noted that while the lead pin was fully inserted in the device connector a loose setscrew on the implantable cardioverter defibrillator (ICD) could not be denied. A possible fracture of the rv lead ring is suspected. Reprogramming was completed and the physician is opting to monitor the patient. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.